Event description:
It was reported the lead was not capturing and the lead was programmed off since 2004. It was also noted the patient was not symptomatic. When the device reached eri (elective replacement indicator), the lead was then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.